Manufacturer narrative:
The logbook was analyzed for the investigation. The log shows that due to a faulty component on the pcb graphic controller, the evita xl performed a warm start to correct a detected deviation. The evita xl analyzes and verifies that the unit is functioning properly. If an internal error is detected, a warm start is performed. The user is alerted to this condition by an audible alarm and a visual message is shown on the display. The device itself switches off briefly and then switches on again. During this time, an emergency breathing valve opens to allow spontaneous breathing. After the start sequence has been successfully completed (approx. 8 seconds), ventilation is continued with the old parameters. Manual ventilation with another device may be deemed necessary. There was no patient injury reported. The device behaved as specified and alerted this deviation. The error occurred while the device was in standby mode. The replacement of the pcb graphic controller solves the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the device had shut down on a patient on (B)(6) 2020. There was no injury reported.